Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer thought the implantable pulse generator (ipg) was not pacing during high rate episodes. Low r waves were also noted. The ipg and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.